Manufacturer narrative:
H3: code 02 utilized as product analysis of suspect product in under way.

Event description:
The explanted device was received by manufacturer; product analysis has not been performed to date. No other relevant information has been received to date.

Event description:
It was reported that the patient had vns generator replaced due to battery depletion. The explanted device has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the intensified follow up error message was seen. The patient is experiencing increase in seizure. Patient has been referred for battery replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Generator product analysis was approved and reviewed. The product analysis lab confirmed that the pulse generator battery life was at intensified follow up indicator (ifi): yes. Review of the generator data showed that high impedance was seen during the implant duration this high impedance has been investigated under manufacturing report number 1644487-2022-00241. There was no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.